Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adolescent idiopathic scoliosis it was reported that intra-op, baby gear shift tip broke when using it to make hole prior implanting screw into patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic hardness the tip of the probe has been broken off and not returned for analysis. The face of the fracture is consistent with bend stress overload. The material hardness was checked and meets print spec. The cause of the failure appears to be the result of a bending moment. If information is provided in the future, a supplemental report will be issued.